Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the device was defective. Attempts were made to obtain additional info from the facility; however, no other info is available.

Manufacturer narrative:
The delivery device with the stent crimped on the balloon was returned for analysis. Examination of the stent revealed damage to the distal end. A number of stent struts were bent back proximally. No further damage was noted with the returned device which could have contributed to the reported complaint. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be identified.